Event description:
A curlin 6000 ambulatory pump, by moog, malfunctioned during use. The patient would turn on the pump. The screen would not come on, the pump would make a low sound of constant beeps, not like the normal alarm. The alert light would come on. One of the batteries would be removed... The noise would stop.